Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the dual lumen PICC line was placed, and then some time later came apart at the catheter bifurcation while it was still in use in the patient. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was confirmed and based on the event description and evidence observed on the returned sample, it appeared that the damage occurred during use. The proximal segment of a 5 fr d/l groshong PICC was returned for investigation. There was a break in the catheter at the distal end of the bifurcation and the distal segment of the catheter was not returned for investigation. A microscopic examination of the break site revealed an uneven and granular surface, which is indicative of a tear in the material. No damage associated with the manufacturing process was observed on the returned sample. Since the damage indicates a tear/break and the event occurred after placement, it appeared that the damaged occurred during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the dual lumen PICC line was placed, and then some time later came apart at the catheter bifurcation while it was still in use in the patient. No patient injury reported.